Event description:
It was reported that the patient presented good evolution with satisfactory use following the implant of an inflatable penile prosthesis. On (B)(6) 2019 after use, the patient noted extreme difficulty to deflate the device. On evaluation in the physician office, the device presented with great difficulty to deflate. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.